Manufacturer narrative:
Date of event: unknown, not provided. Serial #: unknown/not provided. Catalog #: complete catalog number is unknown since serial number was not provided. Expiration date is unknown since serial number was not provided. UDI is unknown since serial number was not provided. If implanted, give date: unknown if the lens was implanted. If explanted, give date: unknown if the lens was implanted and unknown if explanted. Initial reporter: a contact name was not provided. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. Manufacturing date: unknown since serial number is was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a scratch mark on the optic of an intraocular lens (iol). No patient injury was reported. No further information was provided.

Manufacturer narrative:
Additional information was received and it was learnt that the intraocular lens (iol) was implanted 3 weeks prior to (B)(6) 2017. It was reported that there were two scratch marks on the lens and to date it remains implanted. Also the serial number of lens was provided. Updated the following fields: if implanted, give date: an exact date was not provided, but the best estimated date is between (B)(6) 2017. (B)(4), catalog #: pcb00v0180, expiration date: 03/24/2020, (B)(4). Manufacturing date: 03/24/2017. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.